Event description:
Event 1 [redacted name] pediatric cardiac ICU [redacted date]: situation: cardiac filter to prevent air from going into the patient became filled with air. Background: the filter was primed shift prior and running. Air was noted on [redacted date]: assessment: air entered into the tubing. Recommendation: new filters IV filters required for cardiac patients to prevent air into the line is being primed only to drain dry once the clamp is opened and not allowing for re-prime, instead staying full of air. This has not previously been a problem and did not reach the patient as it occurred during priming new sterile lines. Priming was attempted with 2 different filters with the same outcome. Filter was removed and not used. Filters were kept in a bag and will be reported out. Item: baxter non-dehp extension set 16" (40cm) 5.1 ml 0.2 micron downstream filter. Lot # (10)r23i16116. Event 2 [redacted name] neonatal ICU [redacted date]: "situation: 0.2 micron downstream filter not priming properly. Background: patient receiving tpn via PICC line, rn performing tubing change. Assessment: the rn primed the tpn tubing and the 0.2 micron filter, the filter was full of fluid and then suddenly drained most of the fluid out and could not get the filter to fill all the way again. Item is baxter clearlink system non-dehp extension set 2h8671, lot (10) r23i16116. Recommendation: filter saved for apsm". Event 3: [redacted name] [redacted date]: "particulate/object discovered inside baxter 0.2 micron filter set, lot (10)r23i18048. Baxter non-dehp extension set (2h8671) containing 0.2 micron downstream filter is labeled as sterile and used for administration of IV infusions. Large particulate/object discovered inside filter compartment. Appears to be cardboard or similar material. Identified by technician ([redacted name]) prior to IV product preparation and escalated to pharmacist. Other locations should check lot r23i18048 for particulates inside filter, and issue should be escalated to baxter for investigation." Manufacturer response for baxter clearlink system non-dehp extension set, baxter clearlink system non-dehp extension set (per site reporter). Event 2: [redacted date] added to tracker for trending and FDA reporting. [Redacted date] - sample retrieved. [Redacted date]- emailed baxter requested RMA/mailer label. [Redacted date]- RMA received. [Redacted date]- sample shipped ups. Event 3: sent to materials to see if they can assist in facilitating the return to baxter via the roc.